Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was received with cracked case on the display window corner and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 240 mg/dl. The customer stated that the esc and act buttons are not responding. The customer stated that the device was disconnected on a table away from the pool. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.